Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported that the patient with this neurostimulator had an open pocket site and their device and lead were partially out of the pocket site. There was a presumed infection with hot, itchy and oozing pocket site. Antibiotics were prescribed and the patient was asked to follow up within two weeks but did not. The entire system was removed. There were no additional patient complications.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. Correction: code added for hemorrhage, minor. The ipg was returned and analyzed. Visual inspection of the ipg revealed no abnormalities. No error codes were detected in the logs or reported by ipglink. The ipg passed the impedance check with a test tined lead. The stimulation waveform was as expected. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Based on this investigation, the investigation conclusion code of known inherent risk of device was chosen as the allegation relates to the burning sensation, dehiscence, extrusion, infection, itching, purulent discharge, and minor hemorrhage which is addressed in the product labeling and risk documentation.

Event description:
It was reported that the patient with this neurostimulator had an open pocket site and their device and lead were partially out of the pocket site. There was a presumed infection with hot, itchy and oozing pocket site. Antibiotics were prescribed and the patient was asked to follow up within two weeks, but did not. The entire system was removed. There were no additional patient complications.